Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. Corrected data: h6, h11. 29 previously reported events are included in this follow-up record. Product return status. 8 devices were received. 21 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 29 malfunction events in which the device reportedly overheated. 16 events had no patient involvement; no patient impact. 11 events had patient involvement; no patient impact. 2 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 29 previously reported events are included in this follow-up record. Product return status: 7 devices were received. 21 devices were evaluated based on historical data analysis. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 29 malfunction events in which the device reportedly overheated. 16 events had no patient involvement; no patient impact. 11 events had patient involvement; no patient impact. 2 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 29 events were reported for this quarter. Product return status 7 devices were received. 19 devices were evaluated based on historical data analysis. 3 device investigation types have not yet been determined. Additional information 29 devices were not labeled for single-use. 29 devices were not reprocessed or reused.

Event description:
This report summarizes 29 malfunction events in which the device reportedly overheated. - 15 events had no patient involvement; no patient impact. - 11 events had patient involvement; no patient impact. - 3 events had insufficient information received.